Manufacturer narrative:
Based on the claim against the force bipolar by the customer noting the instrument failed to open, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip and the base of the grip does not seat properly around the grip pin. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint regarding instrument failure to open was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument failed to open. Additionally, it is unknown if fragments fell into the patient. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument failed to open. Additionally, it is unknown if fragments fell into the patient. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.